Manufacturer narrative:
D4 - UDI number is not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the urethane outer layer had been sheared off on approximately 110mm -185mm from the distal end of the device. Magnifying inspection of the urethane sheared segment obtained the following findings. The distal end of the sheared portion of the coating had the configuration which implied the coating had been ripped off. The urethane outer layer still remained on the half of the circumference of the shaft and on the other half, the core wire was exposed. The surface of the sheared cross section of the urethane outer layer was in the smooth state. From these findings, it is assumable the actual device, in the state of coming in contact with a sharp tool, was subjected to a pulling force during withdrawal when the urethane outer coating became sheared off the device semi-circumferentially by approximately 75mm and remained in the patient's body. The outside diameter of the shaft was measured on the undamaged segment and confirmed to meet manufacturing specification. Simulation testing was conducted. A current guidewire m product sample was inserted into a metallic material and withdrawn from it. The urethane outer layer was sheared off the shaft semi circumferentially, with the distal end of the separated urethane coating presenting the configuration which implied the coating had been ripped off. The surface of the cross section of the sheared urethane outer layer was found to be in the smooth state. A review of the device history record and the shipping inspection record from the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report of this nature with the involved product code /lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the urethane outer layer was sheared off the actual device when it was subjected to a withdrawing manipulation through a sharp tool, including a metal needle, in the state of the actual device having contact with a sharp tool. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guidewire plastic coating to shear and/or sever the wire. Do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that coating peeled off the involved device during a procedure. Follow up communication with the user facility confirmed the following information: the patient has end stage renal disease; the operator preformed a fistuloplasty on the patient; the procedure was successfully started, the radifocus guidewire m was inserted into a merit medical's impress diagnostic peripheral catheter; as the operator pulled back on the guidewire m, it was found the polyurethane coating was peeled off; the coating was still largely intact after retrieving the guidewire; it was suspected, remnants of the coating was left inside the patient's body; and the patient was put under observation.